Event description:
Outer sheath was partially broken: the relayplus stent graft was implanted at an intended position. When the tip of the delivery system was attempted to be retracted into the outer sheath, the tip was not retracted into the outer sheath properly. The tip was pulled from and pushed into the outer sheath several times. The tip was confirmed to be retracted into the outer sheath, and then the delivery system was successfully removed from the patient. It was found that the outer sheath was partially broken. When the entire system was checked, the portion shown in the attached photos was broken. According to the surgeon, when the surgeon retracted the tip into the outer sheath, the tip got stuck and the surgeon might have pulled it strongly. After the surgery, it was unable to find out where the broken chip was gone. It is unknown whether the broken chip was deeply inside the delivery system or moved to the periphery of the patient. Additional information from the surgeon (provided via email on december 11, 2020 from terumo japan): after the stent graft was implanted, a post-operative CT scan revealed no problem with the shape. CT was taken up to the peripheral area of the lower limb including the abdominal branches and confirmed no obvious embolic obstruction was noted (see the CT data to be sent later). Patient outcome - "no health damage to the patient was reported. After the surgery, when the patient recovered from the anesthetic state, no problem was noted in the patient's condition. As of december 7, the patient is progressing favorably. On (B)(6), the patient will undergo a CT scan to examine the whole body. If any residue is find, the surgeon will explain that to the patient and remove the residue from the patient.".

Event description:
Outer sheath was partially broken: the relayplus stent graft was implanted at an intended position. When the tip of the delivery system was attempted to be retracted into the outer sheath, the tip was not retracted into the outer sheath properly. The tip was pulled from and pushed into the outer sheath several times. The tip was confirmed to be retracted into the outer sheath, and then the delivery system was successfully removed from the patient. It was found that the outer sheath was partially broken. When the entire system was checked, the portion shown in the attached photos was broken. According to the surgeon, when the surgeon retracted the tip into the outer sheath, the tip got stuck and the surgeon might have pulled it strongly. After the surgery, it was unable to find out where the broken chip was gone. It is unknown whether the broken chip was deeply inside the delivery system or moved to the periphery of the patient. Additional information from the surgeon (provided via email on december 11, 2020 from (B)(6)): after the stent graft was implanted, a post-operative CT scan revealed no problem with the shape. CT was taken up to the peripheral area of the lower limb including the abdominal branches and confirmed no obvious embolic obstruction was noted (see the CT data to be sent later). Patient outcome - "no health damage to the patient was reported. After the surgery, when the patient recovered from the anesthetic state, no problem was noted in the patient's condition. As of (B)(6), the patient is progressing favorably. On (B)(6), the patient will undergo a CT scan to examine the whole body. If any residue is find, the surgeon will explain that to the patient and remove the residue from the patient."